Event description:
Healthcare professional reported capsular contracture baker grade ii. Healthcare professional later reported "capsular contracture baker grade iii" this record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade ii. Healthcare professional later reported "capsular contracture, baker grade iii". Device remains implanted.